Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a scd express sleeve. The customer reports the patient was placed on the operating table in the lithotomy position for urological surgery on (B)(6) 2011. At the suggest of dr. (B)(6), the assistant placed two "rolls" cotton laminated on each leg to reduce the area pressure. The compressor was cycling correctly without throwing any error messages, and about 4 times per minute. There is no problem with it during the surgical procedure. (B)(6) 2011, the rep went to see the patient to pediatric ward and found the patient had severe right leg pain, and the right leg bandaged. Compression was removed from both legs and the patient had a ted stocking only on the left leg. Dr. (B)(6) told me that a fasciotomy was made, on (B)(6) 2011 to the patient for presenting a lot of pain, swelling and signs of compartment syndrome.